Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter loaded onto a packaging hoop with a balloon rewrap tool has been received for the evaluation. On the visual evaluation, the balloon was noted to have the peeled pebax , no other anomalies were noted to the sample. On the functional evaluation, an in-house presto inflation device was used to inflate the balloon. Then the water was noted leaking throughout the whole balloon. Under the microscopic observation, the balloon was re-examined after inflation and more peeled peebax was noted . No other functional testing performed. Therefore the investigation the reported balloon rupture was confirmed as the water starts leaking throughout the whole balloon upon inflation. The investigation for the identified peeled pebax was confirmed as the pebax was noted on the balloon under the microscopic observation. A definitive root cause for the reported balloon rupture and the identified unraveled fibers, peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.